Manufacturer narrative:
The explant date should have been (B)(6) 2019 rather than (B)(6) 2018.

Event description:
Related manufacturer reference number: 3006705815-2019-02231, 3006705815-2019-02232.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead (x2). Therapy date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2019-02231, 3006705815-2019-02232. It was reported the patient's leads had migrated. The issue was confirmed via fluoroscopic imaging. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.